Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g, promus element, mr,ous 2.75x16mm stent delivery system was returned for analysis. The device was broken into two sections due to a broken shaft polymer extrusion, the section of the device distal of the break site, including a section of the shaft polymer extrusion, the balloon with crimped stent and tip, was returned stuck on a pig tail mandrel. A visual and tactile examination of the shaft polymer extrusion found that the shaft polymer extrusion was broken, stretched and kinked. A break was noted in the stretched inner shaft polymer extrusion was 166mm proximal to the distal edge of the device tip. The outer shaft polymer extrusion was broken 146mm proximal to the distal edge of the device tip. Stretching and kinking of the shaft polymer extrusion was noted on both sides of the shaft polymer extrusion break site. A visual and microscopic examination found that the tip was severely stretched along the mandrel. A visual and tactile examination of the hypotube found hypotube kinks. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The od of the returned pigtail mandrel was measured and was within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jun-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a tight right coronary artery. Following predilation, a 2.75x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft polymer extrusion break.